Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at a user facility reported that a 2008k hemodialysis (hd) machine generated a flow error and the flow pump was not turning. While troubleshooting, smoke was observed emanating from the machine. No flames or sparks were noted. The system was immediately powered down and the smoking stopped. Further examination of the unit revealed the presence of a burned resistor (#16) on the actuator board. The biomed checked the distribution board ribbon and all pins on the distribution board; no damage was identified. No other components were found to have burn damage. A patient was not connected to the machine at the time of the incident. The biomed replaced the flow motor, and a replacement actuator board was ordered from a third party distributor. The burned actuator board is not available to be returned to the manufacturer for physical evaluation. However, the biomed provided photographic evidence of the burned resistor on the actuator board. Follow-up provided by the biomed revealed that the replacement actuator board was received and installed. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer provided follow-up which revealed that a burned resistor (#16) was identified on the actuator board. The biomed checked the distribution board ribbon and all pins on the distribution board; no damage was identified. No other components were found to have burn damage. The biomed replaced the flow motor and the actuator board to resolve the issue. Furthermore, photographic evidence of the burned resistor on the actuator board was provided. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.